Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hcp is reporting a revision of a corail hip stem unknown side because of stem fracture at neck area. Doi: unknown, dor: unknown, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not received for examination. The photo investigation identified brakeage of the femoral stem, confirming the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided. H10 additional narrative: added: b5 and h6 (patient) corrected: d10.

Event description:
The patient had a revision of broken prosthesis shaft (corail stem) at the neck area of the component. It was reported that the patient experienced shooting pain and immobility. The femoral head, acetabular liner, femoral stem, and cement were removed during the procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d10 concomitant med products, d6a if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient (obese general condition, 160 kg) came to the hospital of accident surgery and orthopedics of the (B)(6) hospital with an atraumatic fracture in the cone-shaft area of the total hip prosthesis for operative care. The implantation of the hybrid htep left is due to coxarthrosis on 21.06. In 2011 the patient was carried out in the lüneburg orthoklinik. The revision operation was successfully carried out on (B)(6) 2022 in the clinic for accident surgery and orthopedics of the uke. Removal of the broken prosthetic shaft, prosthetic head and inlay with endofemoral cement removal. These components were: pinnacle acetabular shell sector ii size 56, inlay 36 mm, shank autobloquante depuy france cemented, biolox ceramic head 36mm. Unfortunately, the (B)(6) hospital for accident surgery and orthopedics does not have the article numbers of the used components. The patient did not have an endoprosthesis pass. The removed components have been sent, with the consent of the patient, to the company de-puy sytnhes for material technical examination. The results of the investigation are still pending. Depuy synthes has already reported the incident to bfarm. The process is processed there under case number (B)(4). On our part, questions from the bfarm on the incident were already answered on (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was not received for examination. The photo investigation identified brakeage of the femoral stem, confirming the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.,a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.